Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient's left hip was revised due to shell loosening. It was reported there was no ingrowth at all on the shell. A 56mm titanium hemispherical solid back shell, liner and head were revised to a new stryker shell, liner and head. No allegations against the liner or head were reported to the rep.